Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. Reportedly, there were two guide wires being used in a very tortuous vessel. Due to the vessel anatomy and two wires, the 3.50x16 mm graftmaster covered stent could not be delivered to treat the perforation. Balloon angioplasty and reversal of anticoagulation were attempted. Despite these measures, the patient developed cardiogenic shock, a heart pump was placed. Ultimately, the family withdrew care and the patient expired. According to the physician, the patient death was not related to the graftmaster. No additional information was provided.

Manufacturer narrative:
Abbott vascular medical affairs reviewed the reported information and a clinical review was performed. The medical review concluded that this is a case to treat a perforation in the rca probably caused by the 2 unknown guide wires. A 3.50x16 mm graftmaster (gm) was used to treat the perforation but could not be delivered due to the very tortuous vessel anatomy. Patient developed cardiogenic shock and died. The main cause of death was related to the perforation. The graftmaster did not contribute to the patient¿s death, the failure of the gm to be delivered to treat the lesion was due to other factors such as anatomy and the 2 guide wires and nothing to do with performance or malfunction of the device.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.